Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for dystonia and movement disorders. The patient reportedly experienced some jolting or sensation at the pocket after ins replacement for normal battery depletion but before an out-of-regulation (oor) message and call your doctor screen were seen on the patient¿s programmer. The patient¿s healthcare professional (hcp) reported the patient¿s family may be checking the ins repeatedly with the programmer. The day after the initial report an oor message was seen on the clinician¿s programmer during a programming session. The only change made to the patient¿s programming was an increase in pulsewidth from 60 microseconds to 70. The patient was reportedly getting therapeutic benefit at the time of the report. The patient¿s therapy impedances were normal in multiple positions: left side at 852 ohms and right side at 959 ohms. Test for electromagnetic interference (emi) was conducted and appeared not to be the cause of the oor. The hcp setup another group for the patient to use in the event that the current program fails. The patient¿s ins incision site was reportedly sore at the time of the report, so it could not be palpated. It was noted that a follow-up appointment would be scheduled with the manufacturer representative (rep) and hcp the week after this report to check things after the pocket has healed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the oor message and shocking sensation was not determined, but the issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The oor message went away.